Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the patient's right system was intact and was not explanted. The hcp reported that on (B)(6) 2018, the hcp replaced the patient's right ins. Further follow-up was conducted to clarify contradictory information.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0t293, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient's right side device was explanted due to an infection at the lead. The hcp reported that the patient was doing fine now and clarified that the entire system was explanted. No device issues were reported. No further patient complications have been reported as a result of this event.